Event description:
On 11/13/2024, it was reported by a sales representative via phone that an ar-3636h fibertak anchor repair stitch broke. An ar-3390hl cannula tip mushroomed. This occurred during use in a case with no patient effect. Case completed using a second anchor and cannula. No delay to case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.